Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a case. The customer stated that the certified registered nurse anesthetist attempted to restart the machine which did not resolve the issue. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the station frozen issue was due to reboot error. A field service engineer re-imaged the station to resolve. The system was functional as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-aug-2022 to 29-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system experienced boot error preventing normal start up. A field service engineer reimaged the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding during a case. The customer stated that the certified registered nurse anesthetist attempted to restart the machine which did not resolve the issue. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.